Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 3.1 cubie pocket detected duplicate address post version 1.11 upgrade. A technical support specialist (tss) deployed the package 10000446258 via remote support service (rss). A field service engineer rebooted the station, cleared cubie duplicate errors and confirmed that the firmware was updated to version 1.49 to resolve the issue. The system functioned as intended after the field service engineer and the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es duplicate address detected for cubie pocket. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.